Manufacturer narrative:
This investigation consisted of 2 parts: 1) complaint class: external cause investigation; complaint sub-class: adverse event/serious/unknown; severity of harm: n/a; failure mode: n/a. Summary of investigation: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The sample is not available for evaluation by the site. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "blisters on the skin." The cause of the consumer stating the wrap caused blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was an increase in complaints received in may2019 for wrap/patch/pad too hot due to the recall of (B)(6) 2019 for lbh batches s97473, s00639, s23902, w37940. Investigation (B)(4) was completed for the trend of too hot for lbh. There was no device malfunction identified for batches w59249, ad3849, w91244. Document review summary: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process

Event description:
Event verbatim [preferred term] burn blisters on the skin [burns second degree] , the heat was significantly higher [device issue], case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ck9820, expiry date 30jun2022) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient put the wrap over a t-shirt in the morning and not at the overnight application. It was not feeling too hot. She was able to tolerate it. In the afternoon, she was in the church and noticed there that the heat was significantly higher in (B)(6) 2019. But, it was still not as hot as she would like to remove the wrap. Later, when she removed the wrap, she has noticed the burn blisters on the skin in (B)(6)2019. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. According to the product quality complaint group: this investigation consisted of 2 parts: 1) complaint class: external cause investigation; complaint sub-class: adverse event/serious/unknown; severity of harm: n/a; failure mode: n/a. Summary of investigation: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The sample is not available for evaluation by the site. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "blisters on the skin." The cause of the consumer stating the wrap caused blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was an increase in complaints received in may 2019 for wrap/patch/pad too hot due to the recall of apr 2019 for lbh batches s97473, s00639, s23902, w37940. Investigation (B)(4) was completed for the trend of too hot for lbh. There was no device malfunction identified for batches w59249, ad3849, w91244. Document review summary: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c-41.9°c). There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving pouch sealing or wrap temperature. 2) complaint class: external cause investigation; complaint sub-class: adverse event/serious/unknown; severity of harm: s3; failure mode: blisters. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient developed blisters with product use. Follow-up ((B)(6) 2019 and (B)(6) 2019): new information received from the product quality complaint group includes investigational results with severity of harm rating (s3). Follow-up ((B)(6) 2019): new information received from the product quality complaint group included approved investigational results (second investigation). Follow-up attempts completed. No further information expected., comment: based on the information provided, the events of burn blisters and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burn blisters on the skin/redness [burns second degree] , the heat was significantly higher [device issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A 71-year-old female patient (not pregnant) started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ck9820, expiry date 30jun2022) from 01nov2019 for an unspecified indication. Relevant patient history included ongoing hypertension and ongoing glaucoma. Concomitant medications included candesartan cilexetil, hydrochlorothiazide (candeblo plus) 32/25mg, at 1 dose form, once daily (1-0-0), calcium carbonate, colecalciferol (cal-d-vita) at 1 dose form, once daily (1-0-0), amlodipine 5mg, once daily ( 0-0-1) and latanoprost, timolol maleate (xalcom at) at 1 dose form, once daily (0-0-1). The patient put the wrap over a t-shirt in the morning and not at the overnight application. It was not feeling too hot. She was able to tolerate it. In the afternoon, she was in the church and noticed there that the heat was significantly higher on 01nov2019. But, it was still not as hot as she would like to remove the wrap. Later, when she removed the wrap, she has noticed the burn blisters on the skin on 01nov2019. Redness and blisters developed on the back (after one application). The action taken in response to the events for thermacare heatwrap was permanently discontinued on 01nov2019. No treatment was required, no long-term sequelae was expected and no surgical procedure was necessary. According to the pharmacist there was no medication error (no wrong application). The events outcome was resolved on 01nov2019. According to the product quality complaint group: this investigation consisted of 2 parts: 1) complaint class: external cause investigation; complaint sub-class: adverse event/serious/unknown; severity of harm: n/a; failure mode: n/a. Summary of investigation: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The sample is not available for evaluation by the site. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "blisters on the skin." The cause of the consumer stating the wrap caused blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was an increase in complaints received in may2019 for wrap/patch/pad too hot due to the recall of apr2019 for lbh batches s97473, s00639, s23902, w37940. Investigation pr3938189 was completed for the trend of too hot for lbh. There was no device malfunction identified for batches w59249, ad3849, w91244. Document review summary: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c-41.9°c). There were no wrap attribute or variable defects recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving pouch sealing or wrap temperature. 2) complaint class: external cause investigation; complaint sub-class: adverse event/serious/unknown; severity of harm: s3; failure mode: blisters. Summary of investigation and conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient developed blisters with product use. Follow-up (11nov2019 and 15nov2019): new information received from the product quality complaint group includes investigational results with severity of harm rating (s3). Follow-up (20nov2019): new information received from the product quality complaint group included approved investigational results (second investigation). Follow-up attempts completed. No further information expected. Follow-up (25nov2019):new information from the same contactable pharmacist included: patient data (age), suspect product data (start date, stop date, action taken), medical history, concomitant medications, event details (redness), event onset date, stop date, outcome, deny of treatment received., comment: based on the information provided, the events of burn blisters and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation consisted of 2 parts: 1) complaint class: external cause investigation; complaint sub-class: adverse event/serious/unknown; severity of harm: n/a; failure mode: n/a. Summary of investigation: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The sample is not available for evaluation by the site. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "blisters on the skin." The cause of the consumer stating the wrap caused blisters on the skin is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was an increase in complaints received in may2019 for wrap/patch/pad too hot due to the recall of apr2019 for lbh batches s97473, s00639, s23902, w37940. Investigation pr3938189 was completed for the trend of too hot for lbh. There was no device malfunction identified for batches w59249, ad3849, w91244. Document review summary: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process.

Event description:
Event verbatim [preferred term] burn blisters on the skin [burns second degree] , the heat was significantly higher [device issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist via a sales representative. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number ck9820, expiry date 30jun2022) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient put the wrap over a t-shirt in the morning and not at the overnight application. It was not feeling too hot. She was able to tolerate it. In the afternoon, she was in the church and noticed there that the heat was significantly higher in (B)(6) 2019. But, it was still not as hot as she would like to remove the wrap. Later, when she removed the wrap, she has noticed the burn blisters on the skin in (B)(6) 2019. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. According to the product quality complaint group: summary of investigation: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). The sample is not available for evaluation by the site, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was an increase in complaints received in may2019 for wrap/patch/pad too hot due to the recall of apr2019 for lbh batches s97473, s00639, s23902, w37940. Investigation (B)(4) was completed for the trend of too hot for lbh. There was no device malfunction identified for batches w59249, ad3849, w91244. Product quality complaints provided severity of harm rating for device issue as s3. Follow-up (11nov2019 and 15nov2019): new information received from the product quality complaint group includes investigational results with severity of harm rating (s3)., comment: based on the information provided, the events of burn blisters and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: batch ck9820 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as quality defect). The sample is not available for evaluation by the site, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There was an increase in complaints received in may 2019 for wrap/patch/pad too hot due to the recall of april 2019 for lbh batches s97473, s00639, s23902, w37940. Investigation (B)(4) was completed for the trend of too hot for lbh. There was no device malfunction identified for batches w59249, ad3849, w91244.

Event description:
Burn blisters on the skin [burns second degree], the heat was significantly higher [device issue]. Case narrative: this is a spontaneous report from a contactable pharmacist via a sales representative. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number ck9820, expiry date 30-jun-2022) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient put the wrap over a t-shirt in the morning and not at the overnight application. It was not feeling too hot. She was able to tolerate it. In the afternoon, she was in the church and noticed there that the heat was significantly higher. But, it was still not as hot as she would like to remove the wrap. Later, when she removed the wrap, she has noticed the burn blisters on the skin in (B)(6) 2019. The action taken in response to the events for thermacare heatwrap and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn blisters and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of burn blisters and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.